Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6), 2008 and that a revision procedure was scheduled due to prosthesis vibration, pain and elevated metal ions. Further follow up confirmed that a revision procedure took place on (B)(6), 2012. The acetabular cup, modular head and taper adapter were removed and replaced with a biomet modular head and competitor cup. This report is based on allegations set forth by the patient and the allegations are currently unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." "Elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-00623).